Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device was cracked during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received used and not in the original teleflex lma packaging. The check valve was observed to be yellowish. The connector plug was observed to be broken and there appeared to be glue in place at the joint. A retained sample was unpacked and compared with the returned defective sample. The check valve coloration of the retained sample was clearer compared to the returned defective sample. The retained sample was bent with both hands for many cycles and it remained sturdy. There was no fracture/damage observed on the retained sample as a result of the simulation. Customer is reminded the device is sterile and single use and should be consumed once it is unpacked. Any moisture from the surrounding environment will have negative impact on the mask. The reported failure was most likely a result of handling after the device was unpacked.

Event description:
The event is reported as: the customer alleges the device was cracked during use. There was no patient harm reported.